Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and perforation ("perforation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), alopecia ("alopecia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (on an unspecified date, she underwent supracervical removal due to complications from essure device) and surgery (on an unspecified date, she underwent supracervical removal due to complications from essure device). At the time of the report, the device dislocation, perforation, alopecia and menstrual disorder outcome was unknown. The reporter considered alopecia, device dislocation, menstrual disorder and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/migration of essure device/ perforation/perforation (other) left coil perforate my left tube"), device dislocation ("migration of essure device location of device: left cornual") and rheumatoid arthritis ("rheumathoid arthritis") in a 35-year-old female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included grand multiparity, anxiety in 2009, back injury and arm injury. Previously administered products included for an unreported indication: depo provera from 2000 to 2008. Concurrent conditions included obesity, asthma since 2004, keratoconus since 2009, depression since 2009, headache, chest pain, perineal pain, dysfunctional uterine bleeding and blood pressure high since 2014. Concomitant products included bupropion (wellbutrin) and lamotrigine (lamictal) for anxiety and depression, montelukast (singulair) for asthma, amlodipine (norvasc) for blood pressure high as well as contraceptives nos. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced anxiety ("worsening of anxiety"), nausea ("nausea"), weight increased ("weight gain") and feeling abnormal ("foggy memory"). In (B)(6) 2015, 6 months 15 days after insertion of essure, the patient experienced alopecia ("alopecia"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), amnesia ("memory loss") and depression ("depression"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes), exploratory laparotomy) and surgery (hysterectomy partial). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, rheumatoid arthritis, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, nausea, dysmenorrhoea, weight increased, migraine, headache and depression outcome was unknown, the alopecia, fatigue, abdominal distension and feeling abnormal had resolved and the amnesia was resolving. The reporter considered abdominal distension, alopecia, amnesia, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, menorrhagia, menstrual disorder, migraine, nausea, rheumatoid arthritis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: negative pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:: pelvic pain, menorrhagia, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: plaintiff fact sheet was received and the following information was provided: depression was added as event; concomitant medication added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/migration of essure device/perforation/perforation (other) left coil perforate my left tube"), device dislocation ("migration of essure device location of device: left cornual") and rheumatoid arthritis ("rheumathoid arthritis") in a 35-year-old female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included grand multiparity, anxiety, back injury and hand injury. Previously administered products included for an unreported indication: depo provera from 2000 to 2008. Concurrent conditions included obesity, asthma, keratoconus, depression, headache, chest pain, perineal pain, dysfunctional uterine bleeding and blood pressure high since 2014. Concomitant products included contraceptives nos. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced anxiety ("worsening of anxiety"), nausea ("nausea"), weight increased ("weight gain") and feeling abnormal ("foggy memory"). In (B)(6) 2015, 6 months 15 days after insertion of essure, the patient experienced alopecia ("alopecia"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes), exploratory laparotomy) and surgery (hysterectomy partial). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, rheumatoid arthritis, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, nausea, dysmenorrhoea, weight increased, migraine and headache outcome was unknown, the alopecia, fatigue, abdominal distension and feeling abnormal had resolved and the amnesia was resolving. The reporter considered abdominal distension, alopecia, amnesia, anxiety, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, menorrhagia, menstrual disorder, migraine, nausea, rheumatoid arthritis, vaginal haemorrhage, and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: negative pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:: pelvic pain, menorrhagia, bloating. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: historical conditions added. Events migraines / headaches, migration of essure device location of device: left cornual, other injury(ies) or complication(s) please describe: memory loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/migration of essure device/perforation/perforation (other) left coil perforate my left tube"), device dislocation ("migration of essure device location of device: left cornual") and rheumatoid arthritis ("rheumathoid arthritis") in a 35-year-old female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included grand multiparity, anxiety, back injury and arm injury. Previously administered products included for an unreported indication: depo provera from 2000 to 2008. Concurrent conditions included obesity, asthma, keratoconus, depression, headache, chest pain, perineal pain, dysfunctional uterine bleeding and blood pressure high since 2014. Concomitant products included contraceptives nos. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal distension ("bloating"). In may 2015, the patient experienced anxiety ("worsening of anxiety"), nausea ("nausea"), weight increased ("weight gain") and feeling abnormal ("foggy memory"). In (B)(6) 2015, 6 months 15 days after insertion of essure, the patient experienced alopecia ("alopecia"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes), exploratory laparotomy) and surgery (hysterectomy partial). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, rheumatoid arthritis, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, nausea, dysmenorrhoea, weight increased, migraine and headache outcome was unknown, the alopecia, fatigue, abdominal distension and feeling abnormal had resolved and the amnesia was resolving. The reporter considered abdominal distension, alopecia, amnesia, anxiety, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, menorrhagia, menstrual disorder, migraine, nausea, rheumatoid arthritis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: negative pelvic ultrasound concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:: pelvic pain, menorrhagia, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/migration of essure device/perforation/perforation (other) left coil perforate my left tube") and rheumatoid arthritis ("rheumathoid arthritis") in a 35-year-old female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included grand multiparity and anxiety. Concurrent conditions included morbid obesity, asthma, keratoconus, depression, headache, chest pain, perineal pain and dysfunctional uterine bleeding. Concomitant products included contraceptives nos. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced alopecia ("alopecia"), anxiety ("worsening of anxiety"), nausea ("nausea"), weight increased ("weight gain") and feeling abnormal ("foggy memory"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 7 months 9 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes), exploratory laparotomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, rheumatoid arthritis, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, nausea, dysmenorrhoea and weight increased outcome was unknown and the alopecia, fatigue, abdominal distension and feeling abnormal had resolved. The reporter considered abdominal distension, alopecia, anxiety, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, menorrhagia, menstrual disorder, nausea, rheumatoid arthritis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: negative pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:: pelvic pain, menorrhagia, bloating. Most recent follow-up information incorporated above includes: on 7-may-2018: pfs and medical record received. Events added: vaginal bleeding, menorrhagia, worsening of anxiety, rheumathoid arthritis, nausea, dysmenorrhea (cramping), fatigue, weight gain, bloating, foggy memory ,hair loss, and essure confirmation test not performed. Outcome of events alopecia, bloating, foggy memory and fatigue has been changed from unknown to recovered/resolved. Concomitant conditions were added. Lot number was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/migration of essure device/perforation/perforation (other) left coil perforate my left tube'), device dislocation ('migration of essure device location of device: left cornual') and uterine perforation ('device punctured my tube and poking my uterus') in a 35-year-old female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included grand multiparity, back injury and arm injury. Previously administered products included for an unreported indication: depo provera from 2000 to 2008. Concurrent conditions included blood pressure high since 2014, keratoconus since 2009, depression since 2009, anxiety since 2009, asthma since 2004, obesity, headache, chest pain, perineal pain, dysfunctional uterine bleeding and asthma. Concomitant products included bupropion hydrochloride (wellbutrin) and lamotrigine (lamictal) for anxiety and depression, montelukast sodium (singulair) for asthma, amlodipine besilate (norvasc) for blood pressure high as well as contraceptives. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced anxiety ("worsening of anxiety"), nausea ("nausea") and feeling abnormal ("foggy memory") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("alopecia"), 6 months 15 days after insertion of essure. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("rheumathoid arthritis"), menstrual disorder ("menstruation issues"), amnesia ("memory loss") and depression ("depression"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes), exploratory laparotomy and hysterectomy partial). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, rheumatoid arthritis, menstrual disorder, anxiety, nausea, dysmenorrhoea, weight increased, migraine, headache and depression outcome was unknown, the alopecia, vaginal haemorrhage, menorrhagia, fatigue, abdominal distension and feeling abnormal had resolved and the amnesia was resolving. The reporter considered abdominal distension, alopecia, amnesia, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, menorrhagia, menstrual disorder, migraine, nausea, rheumatoid arthritis, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: results: negative pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/migration of essure device/perforation/perforation (other) left coil perforate my left tube'), device dislocation ('migration of essure device location of device: left cornual') and uterine perforation ('device punctured my tube and poking my uterus') in a 35-year-old female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included grand multiparity, back injury and arm injury. Previously administered products included for an unreported indication: depo provera from 2000 to 2008. Concurrent conditions included blood pressure high since 2014, keratoconus since 2009, depression since 2009, anxiety since 2009, asthma since 2004, obesity, headache, chest pain, perineal pain, dysfunctional uterine bleeding and asthma. Concomitant products included bupropion hydrochloride (wellbutrin) and lamotrigine (lamictal) for anxiety and depression, montelukast sodium (singulair) for asthma, amlodipine besilate (norvasc) for blood pressure high as well as contraceptives. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced anxiety ("worsening of anxiety"), nausea ("nausea") and feeling abnormal ("foggy memory") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("alopecia"), 6 months 15 days after insertion of essure. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("rheumathoid arthritis"), menstrual disorder ("menstruation issues"), amnesia ("memory loss") and depression ("depression"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes), exploratory laparotomy and hysterectomy partial). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, rheumatoid arthritis, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, nausea, dysmenorrhoea, weight increased, migraine, headache and depression outcome was unknown, the alopecia, fatigue, abdominal distension and feeling abnormal had resolved and the amnesia was resolving. The reporter considered abdominal distension, alopecia, amnesia, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, menorrhagia, menstrual disorder, migraine, nausea, rheumatoid arthritis, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: results: negative pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:: pelvic pain, menorrhagia, bloating. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added- device punctured my tube and poking my uterus. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/migration of essure device/perforation/perforation (other) left coil perforate my left tube'), device dislocation ('migration of essure device location of device: left cornual') and uterine perforation ('device punctured my tube and poking my uterus') in a 35-year-old female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included grand multiparity, back injury and arm injury. Previously administered products included for an unreported indication: depo provera from 2000 to 2008. Concurrent conditions included blood pressure high since 2014, keratoconus since 2009, depression since 2009, anxiety since 2009, asthma since 2004, obesity, headache, chest pain, perineal pain, dysfunctional uterine bleeding and asthma. Concomitant products included bupropion hydrochloride (wellbutrin) and lamotrigine (lamictal) for anxiety and depression, montelukast sodium (singulair) for asthma, amlodipine besilate (norvasc) for blood pressure high as well as contraceptives. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced anxiety ("worsening of anxiety"), nausea ("nausea") and feeling abnormal ("foggy memory") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("alopecia"), 6 months 15 days after insertion of essure. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("rheumathoid arthritis"), menstrual disorder ("menstruation issues"), amnesia ("memory loss") and depression ("depression"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes), exploratory laparotomy and hysterectomy partial). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, rheumatoid arthritis, menstrual disorder, anxiety, nausea, dysmenorrhoea, weight increased, migraine, headache and depression outcome was unknown, the alopecia, vaginal haemorrhage, menorrhagia, fatigue, abdominal distension and feeling abnormal had resolved and the amnesia was resolving. The reporter considered abdominal distension, alopecia, amnesia, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, menorrhagia, menstrual disorder, migraine, nausea, rheumatoid arthritis, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: results: negative pelvic ultrasound. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, event outcome added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.